Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during tka surgery, the tibial drill with stop is not drilling/cutting through bone adequately. According to the picture attached, the devices is fractured. The procedure had been completed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Event may result in a short procedural delay and/or require system re-boot or use of a backup device to continue procedure. This event is not likely to cause or contribute to a death or serious injury and is considered not reportable pursuant to applicable regulations.

Event description:
It was reported that during tka surgery, the tibial drill with stop is not drilling/cutting through bone adequately. According to the picture attached, the device is deformed. The procedure had been completed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting. There is no evidence that indicates that an instrument fracture has occurred. Based on the picture provided, the tip of the reported tibial drill is deformed. This event may result in a short procedural delay and/or require use of a back-up device to continue procedure. This event is not likely to cause or contribute to a death or serious injury and is considered not reportable pursuant to applicable regulations. H11- corrected data. B5- describe event or problem. H6- evaluation codes: medical device problem code.